Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following an unrelated surgery, the patient's ipg was unable to communicate with external devices. A manufacturer representative attempted to connect with the patient's ipg but was unable, receiving the "unable to connect to the generator. Please contact your doctor¿ message, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted. A new ipg was implanted on (B)(6) 2022, resolving the issue.

Manufacturer narrative:
The reported observation of ¿ipg inoperable¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s reported surgical procedure. Per the clinicians manual: per clinicians manual arten600144297 rev. B - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.